Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® voluma¿ with lidocaine in the cheekbones, nasolabial folds and marionettes lines. Four months later, patient presented with ¿apparition of submucosal nodules on internal face of the cheek with increase of voluma which was desabling.¿ patient was prescribed antibiotherapy, corticotherapy, and solupred 60 mg. The patient was taking levotirox and deroxat at the time of injection. Symptoms are ongoing.